Manufacturer narrative:
B2: date of death and b3: date of event: approximate, as the reported information noted this occurred in 'early (B)(6) 2025'. We completed a good faith effort to obtain the information, but it was unable to be obtained. Detailed physician address and facility information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained.

Event description:
It was reported that the patient passed away. Two ekosonic catheters were selected for use during a bilateral pulmonary embolism ekos procedure. The protocol used was 1mg/hr/catheter of tissue plasminogen activator (tpa) for 6 hours. The patient was also being treated with anticoagulation. The patient did not improve following the protocol, and additional intervention was performed; however, was unsuccessful. The patient later passed away during the hospital stay.